Event description:
The customer states that the cell-dyn 1700 cs analyzer generated a platelet result of 228 k/ul for one pt in closed mode of operation. This result was released to the physician. Qc was not performed in closed mode prior to running this specimen. However, qc was performed in open and closed mode after the run and found to be within acceptable ranges. The sample was then repeated an additional 5 times in open mode of operation, obtaining discrepant results of 79, 57, 6, 6, and 5 k/ul. The physician performed a blood slide review and confirmed the presence of platelet clumps. No impact to pt management was reported.

Manufacturer narrative:
Investigation summary: the customer reported a pt result was run on a cd 1700cs in closed mode and results reported out prior to qc eval in closed mode. Customer stated when qc was run in open mode and closed mode they were within specs for qc. Customer did repeat the sample in open mode and platelet results (plt) were discrepant. The initial run in closed mode showed normal plt with wbc out of range high. The five runs in open modes showed wbc out of range high and plt between 6 k/ul and 79 k/ul. Platelet clumping was confirmed by a physician's review of a blood smear. The customer followed recommendations of operator's manual (page 3-23) to repeat samples with dispersional data alerts and to have a slide reviewed for samples showing panic values (ll). Trending: a review of complaint reports between 7/2006 through 12/2006 did not indicate any adverse trend for cell-dyn 1700, list base 03h53-01, (which includes 03h57-01), for the issue of discrepant results. Labeling: the event is addressed in the cell-dyn 1700 system operator's manual, 03h58-01, rev'd. Section 4: principles of operation; parameter flagging messages; dispersional data alerts p. 3-23. Conclusion: a device malfunction did not occur. The device was performing according to specs. The issue was sample related with regard to clumped platelets. The customer followed the recommendations in the labeling to repeat the sample and perform a slide review. This is the final report.